Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. According to the reporter, during servicing, the device had a malfunction component issue. The reported condition was confirmed. The investigation identified the cause of the reported event to be liquid damage on the rf board. The rf board needs to be replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's bipolar for coagulation caused a burn. Replacement of the generator was done.